Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -13.0/+2.5/088 (sphere/cylinder/axis) tore during insertion. There was patient contact with the lens however the lens was not fully implanted. Reportedly the lens got stuck between the plunger and cartridge during implant. This occurred on (B)(6) 2021.